Event description:
A caster set screw on the patient support table broke, causing the patient to fall to the floor. An injury was not reported, but serious injuries have been reported form patient falls from the patient support table.

Manufacturer narrative:
The caster and caster set screw were replaced and the table put back into service. Gehc has requested return of the caster for evaluation.